Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after patient was transferred to another room. The philips remote service engineer (rse) connected with the customer remotely and confirmed that there were no geometry movements. Review of the logfile shows errors for the ¿larcbeamcarm movement. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that they experienced an issue with the table free-floating and received an error message stating, ¿table controls not available¿. The philips field service engineer (fse) pressed the overrule and rotation buttons simultaneously to move the l-arm incrementally, repeating the process until the arms were clear. To resolve the issue, the fse recalibrated the position and current for the propeller and c-arm rotation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.